Event description:
A malfunction alarm was reported, identified by a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the issue, and advised them to continue using the pump.